Event description:
It was reported that the customer had been using foley catheter everyday for last two and half years. The customer was a patient of hypotonic urinary bladder and required self catheterization at least twice a day. But the customer was observing that over last one to two months, the quality of the catheters were not up to the mark, requiring replacement after using 2 to 3 times only unlike previously when each catheter could be used 6 to 7 times. The catheters were of sizes 16 fr and 18 fr.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. A potential root cause for this failure could be high drying temperature and long drying time. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.